Event description:
On (B)(6) 2010, the patient reported experiencing elevated blood glucose for the past 2 days. He changed all of the accessories and has been unable to lower his blood glucose. His normal blood glucose is 140 mg/dl. Troubleshooting did not reveal any product issues. On (B)(6) 2010, the patient's wife reported the patient's blood glucose was elevated to 329 mg/dl and he bolused 10.5 units of insulin. The patient's physician recommended he switch to the backup infusion device to see if his blood glucose regulated. Upon follow up on (B)(6) 2010, the patient's wife reported that after switching to the backup infusion device the patient's blood glucose decreased to 109-159 mg/dl. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.